Event description:
It was reported that minicap transfer set leaked; further described as ¿leakage between the iodine cap and the mini infusion tube¿. This was observed after replacement of a new set for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to b5: it was clarified that there was no second transfer set reported with leak. The minicap transfer set that leaked; further described as ¿leakage between the iodine cap and the mini infusion tube¿ was reported under 1416980-2022-04912. Should additional relevant information become available, a supplemental report will be submitted.